Manufacturer narrative:
Sensor (B)(4). Has been returned and investigated. The sensor adhesive was observed to be returned and intact during visual inspection. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No malfunction or product deficiency was identified.

Event description:
Customer's father reported that his son experienced an infection during his 6 day wear of the adc freestyle libre sensor. Caller reported that on (B)(6) 2019 the customer experienced pain at the sensor site, and had contact with a healthcare professional and was prescribed an unspecified antibiotic for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's father reported that his son experienced an infection during his 6 day wear of the adc freestyle libre sensor. Caller reported that on (B)(6) 2019 the customer experienced pain at the sensor site, and had contact with a healthcare professional and was prescribed an unspecified antibiotic for treatment. There was no report of death or permanent injury associated with this event.